Event description:
It was initially reported that the pt never had therapeutic effect and had impedance issues at implant. Impedances and therapeutic effect on the left side were good (1400 range). However, there were no side effects with threshold testing and no therapeutic response with threshold testing at 1.6-1.7v. The pt experienced tingling at implantable neurostimulator (ins) pocket. At the time of this information, an x-ray was scheduled and a fluid short was suspected at the ins. The pt was sent home with her left device turned off and a follow up appointment was scheduled for two weeks later. The pt had a mild tremor on the right side and was deemed able to tolerate that side being off for two weeks. It was later reported that the pt had an extension implanted on (B)(6) 2010. The doctor did not have any additional information regarding the pt's devices. The pt had been having issues with low impedances on the left side. On (B)(6) 2010 an x-ray was completed and they were not find anything device related, but referred her to a neurosurgeon. The last time they heard form the pt was on (B)(6) when she called stating that she had had an extension placed but did not say anything about implanting a new device. At that time, the pt was doing fine. She was not followed-up since then. The physician did not have any information regarding the product return.

Manufacturer narrative:
(B)(4).